Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was fractured and partially broken off due to an increase in heat caused by char insulation. The joules verified on the fiber were 110,020 joules. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a company rep that on (B)(6) 2011 there was a loss of power of the actual laser fiber.